Manufacturer narrative:
Device 1 of 1. (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
An mhra report was received reporting an adverse incident at a product user facility. It was stated in the report "¿this is the second know incident involving this piece of kit. One with a grade 3 pressure ulcer and the other with a grade 2 pressure ulcer". This MDR is to capture the patient with the grade 3 pressure ulcer. It was reported that the "flexiseal removed, cleaned patient and cavalon lollypop and stool bag applied as patient having loose stools". There was no photograph received depicting the reported complaint issue. Very limited information regarding the patient and usage of device, multiple attempts have been made to collect more data, if any more received a supplemental will be submitted.

Manufacturer narrative:
According the simulation test result, there are no abnormal leakage, breakage and blocking on the retention samples. It shows the balloons and indicators can resist the normal usage and the function of balloons and indicators are all effective. All flexi-seal fms had been performed indicators test, balloon leaking test and appearance full-inspection when the processing process completed. The abnormal product will be detected and will be recorded and stopped export. Since, there is no defective products, the actual operation method and the defective situation might not be known and the malfunction cannot be determined. Therefore, the defective situation is unable to do the further confirmation and analysis. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site:8022978.

Event description:
To date no additional patient or event details have been received.